Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the customer's device had logged an event code in its memory that is indicative of a device failure to not recognize a shockable rhythm. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
The initial reporter¿s phone number is: (B)(6). A stryker service representative performed an initial evaluation of the customer¿s device and verified that the customer's device had logged an event code in its memory that is indicative of a device failure to not recognize a shockable rhythm. The customer's device will be further evaluated at the product assessment center (pac). The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined to be due to the too high voltage on capacitor c32, on analog pcb assembly. The device was capable of recognizing shockable rhythm and was able to provide defibrillation therapy. The customer's device was archived by stryker. The customer has been provided with a replacement device.

Event description:
A customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the customer's device had logged an event code in its memory that is indicative of a device failure to not recognize a shockable rhythm. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.